Event description:
It was reported that pump malfunction occurred after customer jumped into pool. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump.